Manufacturer narrative:
Findings: pump was received with blank display due to corroded battery tube. Unable to verify battery out limit or perform the functional testing, including the operating currents measurement, self-test, compromised force sensor error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test due to blank display anomaly. Pump had cracked case at display window corners, battery tube threads, minor scratched and cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is small crack on the button left corner of the screen. Customer is not sure how the damage occurred. Customer was advised that pump will be replaced due to damage.